Event description:
Patient was receiving 2 units of blood (due to his 15 ml/kg hitting the max of 2 units). The second unit was running slower, over 3 hours due to discomfort in the patient's hand during transfusion. At the end of the transfusion, the chamber of the tubing had blood in the base of it and also had blood on top of the chamber but in the middle it had "run dry". Since the blood bag had been completed, I clamped and switched over to the normal saline (ns) flush and the chamber had back flowed into the saline bag, mixing it with blood. All throughout any attempts of running the blood or the flush, the pump would continue to say that the patient side was occluded. Due to the inability of flushing the tubing, the patient did not receive the blood left in the tubing but did receive a flush of ns following the transfusion. Manufacturer response for set, administration, intravascular, alaris (per site reporter). Emailed vendor on 7/8 - awaiting response.